Manufacturer narrative:
Visual inspection of the product showed the battery pack was busted open and there was debris from the battery expulsion inside the sealed sterile packaging. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection the it was found that inside the pulse lavage packet is sealed but inside the packaging there was dirt. No delay or harm reported and another item was used. No other adverse events were reported as it relates to this event.